Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trials were cracked from normal day to day use. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination indicates that the devices exhibit signs of repeated use and is cracked. Dimensional evaluation indicates that the devices conform to the measurable print specifications. DHR was reviewed and no discrepancies were found. The products had a possible field life of over 5 years and show heavy signs of wear, therefore root cause was determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.